Manufacturer narrative:
(B)(4). The device is not available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.this is a product not distributed in the us and does not have a 510(k) number.

Event description:
The facility contacted baxter (B)(4) to report a equipo gravitacional marco goas p administration set that the "connector does not fit and presented leakage". The process step that the malfunction occurred was not identified. It is unknown if there was patient involvement; there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Therefore, the reported problem could not be confirmed and a root cause could not be identified.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.